Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports "sudden severe pain, shape disfiguration, loss of height." The left side device has been explanted. Patient was treated with "antibiotics."

Event description:
Physician reports "sudden severe pain, shape disfiguration, loss of height." The left side device has been explanted. Patient was treated with "antibiotics."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others and red particles on the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device remains implanted. The side is unknown.